Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection, the surgeon was attempting to coagulate a bleeder around the port site during closing, then the (B)(6) pencil caught fire when a was being used and was thrown onto the operating room floor. There was a tissue damage or unexpected tissue loss and potentially small blister. In order to complete the case, the ray-tec fire was put out and the closure of the port site continued. There was no patient harm.